Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the implantable cardioverter defibrillator (ICD) that was going to be implanted was found in backup mode upon interrogation. Therefore, the physician elected to implant a competitor device instead. There were no patient consequences.

Event description:
New information received notes that there was no patient involvement for this event.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a software anomaly. The device passed memory and integrated circuit tests. The device was temperature stress tested; however, the backup operation could not be reproduced. The cause of the software anomaly could not be determined.